Event description:
In 2008: 3:00 est: call received from, pt's father. Advised that pt was taken to the hospital by ambulance following hemophilia factor treatment. Dad reports having problems accessing the port but finally got a blood return and was able to treat with factor and flushes. Approx 10 mins later, pt was shaking and shivering with a temp of 105. Pt was rushed to local hospital. After blood culture dad was advised of heparin and saline recall and wanted to make us aware that the flushes he had were from our stock. Per dad, the hospital advised him that the port culture organism was the same as what was reported in the recall notice. Following that conversation dad requested we call his wife at home for her to read off the lot number from the salient brand/sierra heparin flushes. She counted 6 salient/sierra heparin prefilled syringes: lot #070307h with expiration date of 03/09. Advised mother not to use of the remaining salient/sierra brand saline or heparin. Pt has not received this brand since 2007. Family request any follow up info that we can provide. Dose or amount: 5ml. Frequency: prn. Route: IV bolus. Dates of use: 2006 - 2008. Diagnosis or reason for use: flush IV line after hemophilia factor infusion.